Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Pt reported that she was implanted in 2002. She has had problems since the surgery. She had part of the mesh removed in 2006 due to infection and is planning to have the rest of it removed, again due to infection.